Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v304276, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported on (B)(6) 2011 that she noticed in the last week that she could see her device through the skin, a small portion of the metal. She had gauze over it and there was clear-brownish fluid draining. She was still getting stimulation from the system and it was working. The patient had no idea what would have caused this issue. The patient later reported on (B)(6) 2015 that it was an infection and erosion that occurred at the implantable neurostimulator (ins). There was a "black hole there" and the issues were considered sudden. She also stated that her effectiveness was not the best at the time, but could not remember if she had 50% reduction in symptoms. The ins was explanted and a new ins was placed the same day on the opposite side.